Manufacturer narrative:
(B)(4). Device available for evaluation - corrected. Visual inspection was performed on the returned device. The stent dislodgment was confirmed. The stent damage and difficulty removing the protective sheath could not be confirmed because they were not returned. It may be possible that the protective sheath was inadvertently grasped too tight or twisted during removal, causing the reported stent damage; however, this could not be confirmed. It should be noted that the herculink elite instruction for use, states: special care must be taken not to handle or in any way disrupt the stent on the balloon. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, a 5.0x18mm rx herculink elite stent system was removed from the dispenser coil without resistance; however, there was resistance removing the protective sheath and it was noticed that the first row of the stent struts were lose [flared]. An attempt to crimp the struts was made; however, the stent dislodged. The procedure was successfully completed with a new herculink elite stent system. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.